Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Since the sample was not returned, the condition of the product could not be verified. The root cause cannot be determined. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
An doctor of ophthalmology reported that following a glaucoma filtration device (gfd) implant procedure, the device was displaced and touched the iris following laser suture lysis of all four stitches during postoperative medical observation. Touching the tip of the anterior chamber side shunt with the iris caused fibrin in the anterior chamber. Therefore, the device was explanted and the surgical procedure was converted to a trabeculectomy. Additional information has been requested.